Event description:
It was reported that a large volume infusor leaked inside the bag. The issue occurred before patient use. The device was filled with fluorouracil(5-fu) 4400mg/230ml in dextrose 5% (d5w). There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.